Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue was found with the device's sd memory card. The sd card caused the device to reboot several times resulting in a ventilator inoperative condition. The device's sd card was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator "froze" during testing. The device was not in patient use.